Manufacturer narrative:
This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on 04 may 2020.

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with oral and topical antibiotics; however, the issue could not be resolved resulting in explant on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device as of the date of this report.